Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose increased to 470 mg/dl after a steroid shot for a migraine. The customer did not realize that their insulin pump was not on. The customer also stated that the battery cap was broken; she did not know how the damage occurred. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis.